Manufacturer narrative:
(D10) concomitant device(s): 310-61-44 - stemless humeral head 44mm x 17mm x alpha: 5457506 310-61-44 - stemless humeral head 44mm x 17mm x alpha: 5457506 300-62-02 - stemless humeral comp integrip, cage, size 2: 5483858 319-01-32 - steinmann pin sterile 3.2mm x 178mm: 5676029 a10012 - gps implant kit v2: 12008018008

Event description:
It was reported that approximately 63 months after a total shoulder replacement procedure, a patient has experienced pain and aseptic glenoid loosening. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
After review of additional information received the following sections b2, b5, d6b, g1, g3, g6, h1, h2, and h6 have been updated accordingly.

Event description:
Approximately 5 year(s), 7 month(s) and 17 day(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening. The patient noticed increased pain after pitching a significant number of baseball games. The patient was administered subacromial injection for persistent symptoms and underwent a standard total with stemless revision with the reported removal of the glenoid, stemless humeral head, and stemless humeral cage. The outcome of this event is now considered resolved and the clinical report indicates that this event is definitely related to the device(s) and/or to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of the stresses on the joint related to the patient's reported activity and/or of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. Potential contributions of user-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.